Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cuff would not hold water. The patient was not able to hold volumes on ventilator so the trach was removed. It was placed in a baggie and the cuff was filled with saline. The baggie became wet over a short period of time. No further complications were reported.

Manufacturer narrative:
One flextend tracheostomy tube was returned for analysis. Upon visual examination there were no non-conformances found. A leak test was performed resulting in no leaks. The cuff was filled with 10cc of water; no leak was found. Per the instructions for use (IFU), saline has the potential to crystalize which can cause the inflation valve to malfunction or cause blockage. Based on the evidence, the complaint was not confirmed leading to no root cause.